Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation my right fallopian tube') and device breakage ('my right coil broke') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation ("migrated to outside of my uterus itself"), malaise ("it makes me sick") and infection ("infected my entire inside "). The patient was treated with surgery (hysterectomy and hysterectomy). Essure was removed. At the time of the report, the device dislocation, malaise and infection outcome was unknown. The reporter considered device breakage, device dislocation, fallopian tube perforation, infection and malaise to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation my right fallopian tube') and device breakage ('my right coil broke') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation ("migrated to outside of my uterus itself"), malaise ("it makes me sick") and infection ("infected my entire inside "). The patient was treated with surgery (hysterectomy and hysterectomy). Essure was removed. At the time of the report, the device dislocation, malaise and infection outcome was unknown. The reporter considered device breakage, device dislocation, fallopian tube perforation, infection and malaise to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: deletion process for case (B)(4), as it was confirmed by mre that it is duplicated of case (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.